Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and calibration verification testing were performed. The customer?s reported problem was duplicate during power up process. According to the investigation, the pump force sensor was out of calibration and exhibited a steady state reading of (with no pressure on it) 0= count 0 and 0.81 lbs which caused the reported problem. Further investigation found cracked screw boss inside the pump plunger head; however, no physical damage or contamination on plunger head. Investigator?s recalibrated the pump force sensor and replaced the left plunger case as preventive measure. Power up device and passed all the functional test. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited force sensor error. No patient involvement reported.